Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button and alarmed off no power. The customer stated that the act button was not working but also stated they were able to enter reservoir and set menu but it would not go into the rewind screen. The customer stated that there was something running in the insulin pump and they were asked to hit the b button and the esc button and was able to enter the status screen but the insulin pump indicated rewind and off no power. The customer did not have any new battery to insert and there was no indication of resolving the off no alarm. Button error/keypad anomaly troubleshooting was performed. The customer stated that the act and b buttons were unresponsive. The customer stated that there was no significant events leading to the keypad issues but stated that the time was not showing on the insulin pump's screen when asked to observe for one minutes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no off no power alert and time clock anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.